Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred on unknown date. A subsequent revision procedure was performed (B)(6) 2009 due to loosening. The head was removed and replaced. Another revision procedure (B)(6) 2010 due to unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2009. A subsequent revision procedure was performed (B)(6) 2010 allegedly due to loosening. The cup and head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip resurfacing procedure on (B)(6) 2009 and a right hip revision on (B)(6) 2010 due to pain and migration of the head. Operative report noted the presence of loosening of the modular head and avascular necrosis. The cup showed no evidence of loosening, was positioned correctly and remains implanted. The modular head was removed and replaced with a head and stem.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2009. A subsequent revision procedure was performed (B)(6) 2010 allegedly due to loosening. The cup and head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip resurfacing procedure on (B)(6) 2009 and a right hip revision on (B)(6) 2014 due to pain and migration of the head. Operative report noted the presence of loosening of the modular head and avascular necrosis. The cup showed no evidence of loosening, was positioned correctly and remains implanted. The modular head was removed and replaced with a head and stem.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2009. A subsequent revision procedure was performed (B)(6) 2010 allegedly due to loosening. The cup and head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02258/02259).